Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, the jaw of first reload did not open. On the other hand the second reload, stopped in the middle of the fire and there was poor staple formation. They replaced with a new reload and they continue with no problem. There was no patient injury.